Manufacturer narrative:
The additional information noted that the patient expired, but it did not specifically state a date of death. Therefore, no date was added next to the death box.updated to reflect corrected data. The initial and additional information received only reported the month and year regarding the alleged event date.this is one of three device reports related to this event. Manufacturer report numbers are 1225714-2014-06507, 1225714-2014-06508 and 2937457-2014-01698.additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The additional information received noted that the patient subsequently expired.

Manufacturer narrative:
This is one event (cardiovascular) for the same patient involving three separate products.

Event description:
The plaintiff's atty alleged that the patient experienced a cardiovascular event on an (B)(6) 2013 after the use of the product.